Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that a patient without a history of radiation therapy experienced atrophy with an artificial urinary sphincter (aus) cuff. The physician felt the initial cuff was the right size and placed in the correct location; atrophy occurred over time. A revision surgery was performed in which the existing 4.5 cm cuff was removed and replaced with a 4.0 cm component to increase pressure. There were no device malfunctions associated with the explanted device. The patient was healing well following the procedure.